Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported; further described by the consumer as caused by bacteria (no further detail was provided). It was not reported if the patient was hospitalized for the event. On unreported date(s), the patient began treatment for the peritonitis with vancomycin (dose, frequency and route was not reported) and the patient was recovered from the event. It was reported that dianeal therapy was ongoing during treatment. No additional information is available.